Manufacturer narrative:
Device received with constant critical pump error (open book) and unsuccessful to download to crest. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant critical pump error (open book). Device was cut open to perform visual inspection and found moisture damage majority on the electrical board 1, motor assembly, battery tube assembly, internal battery, force sensor, 40 pin flexible printed circuit/lcd and keypad assembly. Also found minimal moisture damage on electrical board 2. The force sensor specific range is in specifications range (18.0 milivolts). Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 1, the 40 pin flexible printed circuit/lcd and reinstalled in the original electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and constant critical pump error and unsuccessful to download to crest. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor, powered the insulin pump on using the battery simulator and critical pump error occurred during testing and perform download to crest and thus software was utilized and successful. Pump error 35 alarm found in the long trace and device history. In conclusion, insulin pump was unable to download crest due to moisture damage electrical board 1. Critical pump error (open book) and pump error 35 alarm due to moisture damage on the force sensor. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was not able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.